Manufacturer narrative:
Concomitant medical products: 310c33- tissue valve, implanted: (B)(6) 2016; 4136- competitor lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician was searching for the best location to implant the left ventricular (lv) lead. Once found, the physician was removing the lead in order to wipe off the tip, when the screw got stuck on some structure inside the heart, possibly the tricuspid valve. The lead was very difficult to remove and the physician had to pull very hard. Once the lead was removed, it was noted that the lead was no longer usable due to the active fixation screw being stretched and tethered. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.